Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. The patient codes, device codes and evaluation code-conclusion all apply to the lead (B)(4); product ID 3507. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported the patient¿s back was hurting where they put the leads. On (B)(6) 2018 the patient reported they were feeling the vibration in their leg and their health care physician (hcp) thought the patient pulled a ¿wire¿ loose. The patient also mentioned they were super sore from being poked so many times to find the place to put the wires in. There were no further complications reported/anticipated.